Event description:
The limited translated symptom information made available indicates "the device displayed an error code, then crashed." We will consider this to be an unexpected shutdown. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4).the limited translated symptom information made available indicates "the device displayed an error code, then crashed." We will consider this to be an unexpected shutdown. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.